Event description:
Reported one false positive result for flu on sofia flu+sars. It is unknown whether it was for flu a or flu b. Patient was asymptomatic. No confirmatory testing completed. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
False positive flu a result for one asymptomatic patient (off-label use). The facility reported the result after reviewing two months of influenza data and comparing it to the local prevalence rate. Most of the flu a results were confirmed negative by pcr. 3 different lot numbers were provided, it is unknown which was used in this event.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone. Corrected data: (b4) changed date of this report to today's date. (B5) changed the description of event to reflect the correct information. (D4) added 2 additional lot numbers as they were provided. (G6) changed from initial to follow-up and indicated 1 for this being the first follow-up. (H2) selected correction for the type of follow-up . (H10) selected corrected data and have noted changes from the initial submission.